Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The broken rasp occurred during an initial surgery. Surgical technique was utilized. No additional information was available.

Manufacturer narrative:
(B)(4). G2: foreign country: italy. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp broke during surgery. There was no reported adverse patient impact. Though requested, no additional information was provided.

Manufacturer narrative:
H6: component code: mechanical (g04) -rasp product was returned and evaluated. Visual examination of the returned product identified that the rasp cutting teeth are dull and worn. The flat surface around the etch showed indentations from previous uses. Post was confirmed to be fractured away from the rasp, and fractured piece was returned. The post showed indentations and signs of previous use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.